Event description:
It was reported that a fragment of the lancet broke off in the customer's finger. The customer reported that this happened around 3:00pm on (B)(6) 2021, and the following day he noticed a bump and swelling of the finger. The customer was able to self-treat and removed the lancet fragment from his finger. No medical treatment was required.